Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/12/2025, it was reported by a sales representative via email that an ar-1926pssp 3.5 mm self-punching pushlock tip broke during insertion. This was discovered during a cuffmend procedure on (B)(6) 2025. The broken fragments were retrieved. Additional information requested on 3/27/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.